Event description:
A consumer reported that following bilateral intraocular lens (iol) implant surgery, he began experiencing glare, halos, and impaired vision. The consumer reported the surgeon performed a laser procedure; however, the glare continued. The consumer reported that with indoor lighting, he sees objects and people as shadowy figures; has difficulty with determining distance of figures and making out the identity of co-workers. He also has experienced anxiety, emotional distress, social isolation, hopelessness and helplessness as a result of these events. Additional information has been requested. There are two medical device reports associated with this event. This report is for the left eye.

Manufacturer narrative:
The product was not returned for analysis; device remains implanted. Product history records could not be reviewed, because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. Additional information was requested on 06/17/2009, 06/18/2009, 06/22/2009, and 06/29/2009 by phone, fax, and mail. Additional information was obtained from the surgeon on 06/26/2009, by telephone. A completed questionnaire has not been received.